Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned device. The probable cause could not be determined post investigation. Additionally, it was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom continuous glucose monitoring (cgm) application is only compatible for select devices and operating systems. No additional event or patient information is available.